Manufacturer narrative:
B5: upon follow up, it was reported that the patient experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause of the peritonitis was unknown. The patient was discharged 30 days after event onset and was recovered from the peritonitis event. On an unreported date, pd therapy was discontinued, and the patient was switched to temporary hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient recovered form the event 36 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain and cloudy drain. The cause of the events were not reported. It was reported that the patient was hospitalized and was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported) for the events. At the time of this report, the patient remained hospitalized and was recovering from the events. Action taken with pd therapy was not reported. No additional information is available.